Manufacturer narrative:
(B)(4). A third party evaluation of the failed transducer concluded a damaged lens caused the poor image quality issue. The procedure underway was completed successfully with no injury.

Event description:
A customer replaced an (B)(4) transducer that produced poor image quality.